Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. A technical service (ts) reviewed the engineering disk analysis and provided recommendations. Ts confirmed the device is in the beginning stages of a premature battery depletion, using 40uw power consumption. Ts advised to recheck the device in approximately three months, to verify battery longevity. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.